Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/1/2014 with the following findings: the display is dim fading. The pump case was removed and corrosion was found underneath the internal battery. The battery compartment is cracked below bumper pad, but the investigation was completed with returned battery cap. Black box confirmed time and date reset to default after battery change on (B)(6) 2014, pump was exercise for 24 hours, then took out the battery for 6 hours and the time and date reset complaint was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 12/1/2014.